Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin pump alarmed after she rewound the device. The blood glucose reading was 78mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test and the insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarm noted during testing. Motor was tested outside the device and passed motor test. The insulin pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and scratched lcd reservoir tube window.